Event description:
A baxter sales representative received a report of a spike port on a y-set was crushed and the set could not be connected to it. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab to have a deformed spike port that was difficult to connect. A batch review was not performed as the lot information was unavailable. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is the same or similar to the product distributed within the u.s.